Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00068. Device 2 is being reported under MDR 2247858-2019-00069. [(B)(4)].

Event description:
"Enlarged aneurysm: 2012: the procedure of tar and et was performed for an ascending aortic aneurysm. After the procedure, CT scanning revealed that a type b aortic dissection occurred. The patient had a conservative treatment with antihypertensive agents. On (B)(6) 2018: the procedure of tar was performed again, since the descending aorta was gradually expanding. On (B)(6) 2019: as a secondary treatment, the procedure of tevar was performed and the relay plus devices were implanted. 28-m3 36 250 36 24 90u was implanted at the proximal side first and then 28-m3 42 150 42 25 90u was implanted at the distal side (overlapped). (B)(6) 2019: the ascending aortic aneurysm has been enlarging since the tevar. Thus, an additional treatment for the aneurysm is under consideration. Email received from (B)(6), qa terumo (B)(4) on (B)(6) 2019: dear (B)(6), good day. Please accept my apologies for late reply. I am afraid that the patient's details cannot be disclosed. No health damage to the patient is reported." Patient outcome: "patient under consideration for additional treatment."